Event description:
It was reported that the patient had diaphragm stimulation after the left ventricular (lv) lead was placed. The lead was re-positioned but thresholds were high. The lead was placed in another vein but exhibited the same issues. The lead was replaced and implanted successfully.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, and analyzed. There were no anomalies found. (B)(4).